Event description:
It is reported by the pt's attorney that the pt underwent total hip replacement in 1999, during which a ceramic femoral head and other hip replacement components were implanted. Post-op, the ceramic head fractured. As a result, in 2006, the ceramic head was confirmed to have fractured and was removed and replaced using another unidentified femoral head.

Manufacturer narrative:
Eval summary: this zirconia femoral head is from a suspect lot that was recalled by the MFR in 2001, due to mfg process issues documented by the MFR. Zimmer cooperated with this recall in august 2001. Although surgical details are absent, the device was likely implanted prior to the recall. No device was rec'd for eval. The mfg records for the device are conforming and indicate that the product was mfg and packaged to spec. X-rays were not returned for review.